Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several instruments had issues: 255000100 was hard to pull down. 254401017 had fix lever. 227402000 was loose. 244000520 had plastic cracked. 254500999 was cracked. This event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that 255000100 was hard to pull down, 254401017 had fix lever, 227402000 was loose, 244000520 had plastic cracked, 254500999 was cracked. This event did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found signs of jammed ant the attune impaction handle. However the handle has the red level broken, the broken fragment was not returned for evaluation. Additionally the sample exhibits signs of repetitive use for a long period of time. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the attune impaction handle would have not contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.